Event description:
A consumer reported via a manufacturer representative (rep) that the implantable neurostimulator (ins) had turned off and then turned on and erased the programming. The patient met with someone and they reprogrammed it. It may have been related to a near end of life battery. No patient symptoms were reported and the ins was indicated for complex reg pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.